Manufacturer narrative:
Product analysis: analysis was able to confirm that the external pulse generator (epg) was non-functional and the hanger assembly on the backside was broken. Analysis noted that a firmware update was required, the main seal between the lower and upper case was out of the box, and the device was sticky. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was non-functional and had a broken hanger. The epg was returned from service. No patient complications have been reported as a result of this event.